Manufacturer narrative:
(B)(6).

Event description:
This MDR is for test strip lot number 31404821. Patient identifier (B)(6) for the report on 28631921 strip lot. The customer complained of discrepant inr results using coaguchek xs meter up01436596 and a lab using an unknown lab reagent. Customer tested by fingerstick on the meter using strip lot 28631921 and the result was 6.1 inr. Customer tested again by fingerstick on the meter using strip lot 31404821 and the result was 6.6 inr. Customer tested again by fingerstick on the meter using strip lot 31404821 and the result was 7.1 inr. Customer had a lab test within 2 hours and the result was 3.8 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer's hematocrit is within range and has no antiphospholipid antibodies, no heparin, no new illness, no diet changes and no bleeding. The customer states they have had some bruising but it has not required treatment. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.